Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer changed pump supplies to resolve the issue. As the customer hit the pump onto the table to during the air removal step, technical support reviewed with the customer the correct process to remove air. There was no reported adverse impact to customer's blood glucose.